Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(6). Phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys testosterone ii assay (testo) on a cobas 8000 e 602 module (e602). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 14.4 ng/ml. The sample was repeated 4 days later at another laboratory, resulting with values of 3.65 ng/ml, 3.17 ng/ml, and 3.86 ng/ml. The patient was not adversely affected. The testo reagent lot number was 137627. The reagent expiration date was asked for, but not provided. The customer stated that control results were very good and all other testo results from the date of the event were fine. The customer excluded a sample mix up.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be insufficient pre-analytic sample handling, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.